Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that magnesium sulfate 4g was programmed to infuse for the duration of 120 minutes, but instead the infusion was completed in 60 minutes. There was no patient impact.